Manufacturer narrative:
The patient's gender was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 1 month. The replaced portion of the driveline was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(4). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 4 years of support, a driveline fault alarm occurred. The alarm was silenced, cleared, and then re-appeared after approximately 30 minutes. The patient was asymptomatic. Exchanging the system controller did not resolve the issue. Further attempts of clearing the alarm were unsuccessful. No pump stop events were observed in the system controller history. There was no visible outer damage to the driveline. X-ray images revealed potential impairment of the distal inner driveline part, close to the metal connector. On (B)(6) 2017, an external driveline evaluation was performed by the manufacturer¿s technical services representatives. An interrupted yellow wire was found approximately 15 cm from system controller connector. The rest of the wire was twisted and in some places the metal shield was missing. A distal end percutaneous lead (driveline) replacement was performed. The procedure was completed without issue, and no further driveline fault alarms occurred. No additional information was provided.

Manufacturer narrative:
Evaluation of the returned portion of driveline and the submitted photos confirmed damage that would have contributed to the reported driveline fault alarms. Technical services personnel performed an external driveline repair. The replaced portion of driveline was returned disassembled measuring approximately 19" inches. The wires beneath the metal shielding were exposed upon receipt and visual examination revealed a fracture of the yellow wire approximately 5 inches from the controller connector, exposing the inner conductors. Electrical continuity testing did not reveal any discontinuities or shorts on the remaining wires. The observed damage to the yellow wire appeared to be the result of fatigue failure due to repetitive flexing at this location. A fracture of the yellow wire would have been detected by the pocket controller when comparing wire currents, resulting in the driveline faults alarms captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.